Event description:
The customer reported the device will not power on.

Manufacturer narrative:
(B)(4). The customer reported the device will not power on. The device was evaluated at philips and the symptom was verified, it would not power up on battery power. The battery connector inside was re-secured, which resolved the reported issue. We are considering this an intermittent malfunction resulting from an incomplete electrical connection.